Manufacturer narrative:
Operator of device: is unknown. No information provided to date. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that device presented no disposable alarm on both primary and alternate pump. Patient reports five cassettes had to be discarded due to reported event. In addition, three extension sets leaked and were either changed or discarded. No patient injury was reported.